Event description:
It was reported that a patient experienced hypotension during vasopressor therapy using a spectrum pump. The pump failed to detect an upstream occlusion even though the tubing was observed to have a kink. The infusion rate was initiated at 16.9 ml and the issue was observed when the nurse needed to titrate the dose to 75cc/hr over a period of 18 minutes. The patient experienced a profound hypotension due to not receiving the vasopressors medication. The nurse had to set up with a new pump and new tubing. No additional information is available.

Manufacturer narrative:
Correction/removal number: fa-2021-056. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer reported that there was a kink in the IV set, but did not experience an upstream occlusion alarm. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.